Event description:
During routine testing of the device at the service center, the service technician reported the power switch was difficult to operate. The monitor was originally returned for repair due to a burning odor coming form the device when the power switch issue was found. Since this event occurred during routine testing of the device, there was not pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.